Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: we did receive performance data collected from the device and have analyzed the data. Impedance - varying. Device analysis indicated middle insulation breached; partial lead in segments returned and analyzed. Other: low impedance indicates insulation degradation. Std varying resistance. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: insulation, insulation degradation/deterioration, device was out of specification in a manner that relates to event, impedance, high, insulation, hole(s) in, impedance, low.

Event description:
Low impedance indicates insulation degradation. Std varying resistance.

Event description:
Low impedance indicates insulation degradation. Std varying resistance